Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intraoperatively that the pacing lead dislodged after multiple attempts due to patients anatomy. The lead was replaced. No patient complications have been reported as a result of this event.